Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, an insufficient staple line was observed after a sureform 60 blue reload was fired with a sureform 60 stapler instrument. Additionally, the blade of the stapler reload was reportedly coming off without a warning message. The procedure was completed robotically. No fragment fell into the patient. The issue caused a delay in the procedure of 15-30 minutes. The following information is unknown: the cause of the staple line defect, what surgical intervention was rendered due to the complication, and the patient's current status. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler instrument was installed on the system 6 times and fired six sureform 60 reloads (4 blue, followed by 2 white). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-23047 for MDR submission of the allegation that the stapler reload blade was coming off.